Manufacturer narrative:
On june 16, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, the device was observed to be ruptured. Please note that due to insufficient paperwork, the analysis from the product evaluation lab was limited to non-destructive testing. Our observations may differ from your original findings. As part of our quality process, the manufacturing records of this 5846767 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent breast surgery with 225cc mentor memorygel breast implants and experienced bilateral ruptures postoperatively. The ruptures were confirmed with a mammogram. As a result, the patient underwent bilateral device removal and replacement with competitor products on (B)(6) 2020. This report is for the patient¿s right-sided device.